Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Infection is a known inherent risk with the miradry treatment. (B)(4).

Event description:
Clinic reported a patient who developed an infection in both axillae with superficial skin sloughing in the right axilla and devitalized skin with full-thickness skin loss in the left axilla 14 days post-miradry treatment. A culture was taken, but results were not provided. The treating clinic surgically debrided the affected areas and prescribed antibiotics (bactrim and duricef). By 42 days post-treatment, the symptoms were resolving.

Manufacturer narrative:
Date of event corrected to (B)(6) 2018. Event problem and evaluation codes: add method code 4112.

Event description:
Clinic reported a patient who developed an infection in both axillae with superficial skin sloughing in the right axilla and devitalized skin with full-thickness skin loss in the left axilla 15 days post-miradry treatment. A culture was taken, but results were not provided. The treating clinic surgically debrided the affected areas on the left axilla and prescribed antibiotics (bactrim and duricef). Later, the affected area in the right axilla was debrided ~8.3 months post-treatment. Clinic stated the wounds were healing and there was no evidence of residual or recurrent drainage or infection.